Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens hd in the left eye. Postoperatively, the pt presented with severe iritis. The pt is being treated with topical and oral steroids. The source of the iritis is unk at this time, however, the physician is investigating the balanced salt solution that was used.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the iritis is unk, however the physician is investigating a specific lot of bss.